Event description:
Additional information received indicated that the steerable guide catheter was aspirated when air was observed in the hemostatic valve. No additional information provided.

Event description:
This is being filed as after the steerable guide catheter (sgc) had been inserted into the anatomy, air was seen in the hemostatic valve. Although there was no adverse patient effect, air in the device has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, the sgc was advanced into the left atrium. As the clip delivery system had been inserted into the sgc and advanced approximately half way through the device with no resistance, air was noted in the sgc transparent hemostatic valve. The devices were removed. Another sgc was used. The procedure was completed with the implantation of one clip reducing the functional mitral regurgitation grade from 4 to 1. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported loss of fluid column/leak was confirmed via returned product analysis. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.